Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) initial testing found a high current drain condition. During further testing, the high current drain condition was not present. Because the condition disappeared during analysis and could not be confirmed, a root cause could not be identified.

Event description:
The device was returned to the manufacturer after being explanted for normal battery depletion indicators. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.